Manufacturer narrative:
A technical applications spcialist (tas) was dispatched to the customer site. The tas reviewed the quality control (qc) data along with the original and repeat sample data, and found no issues. The tas examined a sample tube given by the customer, and it was free of fibrin, cells or gel. The cause of the discordant, falsely elevated na result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.